Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.). Itis reported that the product has been sent to quality department. No patient was harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that there were difficulties when inflating the balloon. During a demonstration on how to inflate the balloon, the air began to leak from the green bubble air indicator. The product was not used on a patient.